Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump could not be turned back on, despite plugging the pump into multiple power source. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.